Manufacturer narrative:
Additional manufacturer narrative: information was received regarding the patient¿s pertinent past medical history. The patient had a history of rheumatic fever, chronic kidney injury, hyperlipidemia, essential hypertension, atrial fibrillation, sick sinus syndrome, chronic diastolic heart failure, and type 2 diabetes. The patient¿s underling medical history and progression of disease may have contributed to the reported calcification and stenosis.

Event description:
Edwards received information that a 27mm pericardial mitral valve, implanted twelve (12) years, one (1) month, twenty eight (28) days, was explanted due to calcification and mitral stenosis. The explanted device was replaced with a 29mm pericardial mitral valve. The patient also had a tricuspid repair with a 30mm annuloplasty ring and an aortic valve replacement with a non-edwards device. Per obtained medical records, the patient presented with increasing dyspnea on exertion and shortness of breath. The mitral valve replacement, aortic valve replacement and tricuspid ring repair were performed without complication. A transthoracic echocardiogram (tte) was performed on post-operative day eight (8) and showed a well-seated mitral prosthetic valve without evidence of dehiscence or rocking. In addition, there was trace to mild intervalvular leak and no significant gradient across the valve. . No complications were reported relating to the mitral valve replacement. The patient was discharged in stable condition to a skilled nursing facility on post-operative day fifteen (15).

Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation because it has been discarded by the hospital. However, the device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The cause of the reported calcification and stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received and subsequent attempts to get additional information regarding the patient, patient history and condition of the device at the time of the procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for the calcification and stenosis of this device remains indeterminable. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 27mm bioprosthetic mitral valve, implanted twelve (12) years, one (1) month, twenty eight (28) days, was explanted due to calcification and mitral stenosis. The explanted device was replaced with a 29mm bioprosthetic mitral valve. No other information was available.